Manufacturer narrative:
Philips has investigated this complaint. Upon troubleshooting, the philips remote service engineer (rse) visited remotely and verified that the wireless footswitch in the control room was not working intermittently. The rse indicated that the intermittent issue of wireless footswitch due to the proximity of the wireless receiver and the lead-lined walls in the room, which can interfere with the wireless signal. The rse suggested the customer to check the signal strength in exam room, which was subsequently determined to be stable. Additionally, the philips engineer suggested during a recent preventive maintenance visit that keeping the door open would enhance the functionality of the pedal. After which, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to footswitch in the control room, its working would not affect the procedure. Additionally, this event was not associated to any ongoing fsca (field safety corrective action). As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system and an alternative measure (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the wireless footswitch was exposing intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.